Manufacturer narrative:
510k: this report is for an unknown polyetheretherketone (peek) cervios cage/spacers. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: chien (2016) comparison of cervical kinematics, pain, and functional disability between single- and two level anterior cervical discectomy and fusion. Spine, volume 41(15), pages e915¿e922. Taiwan. The objective of this article was firstly, to investigate the impact of altered cervical alignment and range of motion (rom) on patients¿ self-reported outcomes after anterior cervical discectomy and fusion (acdf), and secondly, to comparatively differentiate the influence of single and two-level acdf on the cervical rom and adjacent segmental kinematics up to 12-month postoperatively. This is retrospective review of a study conducted between july 2012 and august 2015 where 62 patients (36 males, 26 females; mean age 55.63 ± 11.6 years) underwent a single or consecutive two-level acdf. The 2 groups include - 38 patients (21 males, 17 females; mean age 53.4 ± 12.0 years) in the single level acdf and 24 patients (15 males, 9 females; mean age 56.3 ± 10.4 years) in the two level acdf. Initial diagnosis in the single level acdf include ¿ 20 patients had myelopathy, 14 patients had radiculopathy and 4 patients had both and in the two level acdf include ¿ 16 patients had myelopathy, 4 patients had radiculopathy and 4 patients with both. The single or two level acdf was performed with polyetheretherketone (peek) cervios cage/s (depuy synthes) filled with tricalcium phosphate (chronos; depuy synthes). Patients completed pre-operative, 3, 6, and 12-month follow-up clinical assessments - visual analogue scale (vas) and neck disability index (ndi) respectively. The radiologic evaluation measurements included the cervical lordosis in neutral and global rom of c2-c7 using the cobb method and the rom of the treated functional spinal unit (fsu) and its adjacent segments. The following complications were observed: single level acdf group unknown patients demonstrated a significant reduction in global rom from pre-operative 46.6 ± 11.7 degrees to a 12 month 39.6 ± 13.3 degrees. Unknown patients demonstrated a significant reduction in fsu rom from pre-operative 9.9 ± 5.6 degrees to a 12 month 4.1 ± 2.4 degrees. Unknown patients demonstrated a significant reduction in lower adjacent segment rom from pre-operative 9.8 ± 3.8 degrees to a 12 month 9.3 ± 3.7 degrees. Two level acdf group unknown patients demonstrated a significant reduction in global rom from pre-operative 43.7 ± 14.9 degrees to a 12 month 31.8 ± 9.6 degrees. Unknown patients demonstrated a significant reduction in fsu rom from pre-operative 14.8 ± 10.7 degrees to a 12 month 5.5 ± 3.2 degrees. Unknown patients demonstrated a significant reduction in lower adjacent segment rom from pre-operative 9.2 ± 3.7 degrees to a 12 month 8.3 ± 4.0 degrees. This report is for an unknown polyetheretherketone (peek) cervios cage/spacer. This is report 1 of 1 for (B)(4). A copy of the literature article is being submitted with this medwatch.